Event description:
On (B)(6) 2013 patient reported experiencing elevated blood glucose levels for the past 3 days. Patient stated he had a blood glucose reading of 492 mg/dl today and he had a bad headache. Patient's target blood glucose range is under 200 mg/dl. Patient reported he changed the infusion site yesterday and today. Patient stated the infusion set tubing also was changed last night. Advised patient on changing the infusion adapter. Patient reported the cartridge and battery has been in use since last night. Patient stated he changed the infusion set tubing because he thought there may have been a leak in the system. Patient reported he discovered the leak because he glanced at the luer lock which looked off center and he may have felt wetness. Patient stated there was no damage to the luer lock, but it looked like it was crooked. Patient reported he hears the audible click when connecting to the infusion site. Patient stated he feels the leak may have contributed to his elevated blood glucose concerns. Advised to switch to backup infusion device using the same accessories. Patient discarded the alleged infusion set. On callback on (B)(6) 2013 patient reported his readings were back to normal and all is working fine with the system. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient discarded the infusion set.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated.